Event description:
The customer reported, the image is upside down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a circuit board. System operates as intended. (B) (4).